Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: there was evidence of moisture observed when the pump casing was opened. There was no evidence of any leaks observed. Unrelated to the original complaint, investigation revealed that the display screen was dim, faded, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).